Event description:
User reported false positive result. Negative rapid antigen test the next day. Report 3 of 3.

Manufacturer narrative:
Report required by FDA for eua. Eua (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01562, 3014862188-2021-01561 test 1,2, of 3).

Manufacturer narrative:
This report has been confirmed to be a duplicate of report number 3014862188-2021-02025, hence is a cancelled report as it does not require a submission of its own